Event description:
It was reported that during a da vinci-assisted urology partial nephrectomy surgical procedure, the customer reported erbe shut down twice and restarted. The customer had changed out towers and was making sure that there would be no issues. Intuitive technical service engineer (tse) advised the customer that carts are interchangeable as long as they have same software. The customer started the system and has issue with touchscreen being locked up. The customer was continuing with case. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it did power on without errors. The procedure was completed robotically with a second da vinci system. A second tower was brought in to complete the procedure. No additional information was provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced erbe to resolve the issue. The system was tested and verified as ready for use. The integrated electrosurgical unit was returned for failure analysis, but the reported failure could not be reproduced. The unit energized, cauterized all ports, and recognized instruments. The error log shows various c-00 and m-31 errors. The complaint was not confirmed based on failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.